Event description:
It was reported that the patient presented to the hospital experiencing syncope. The lead exhibited an insulation anomaly and noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.